Event description:
Adult long blood pressure cuffs not taking blood pressures, had multiple staff placed the long cuff on a patient, the cuff does not inflate or take bp. However, when normal adult blood pressure cuff is then placed on patient the cuff inflates, and the blood pressure takes. Lot # 25-254.